Event description:
It was reported that the patient presented in-clinic for a right-atrial (ra) and right-ventricle (rv) leads replacement procedure, as both leads exhibited pacing inhibition due to noise over-sensing due to leads rubbing against each other as well as clavicle crush, which was confirmed via chest x-ray. As a resolution the ra and rv leads were explanted and replaced. The patient condition was stable.

Manufacturer narrative:
The reported event of sensing noise was confirmed and reported event of clavicle crush was not confirmed. A complete lead was returned in one piece. Visual inspection noted an external insulation abrasion at 11.4 cm ¿ 11.7 cm from the connector pin breaching the outer insulation and exposing the outer coil proximal to the suture tie impression. The reported event of clavicle crush was not confirmed. Visual and x-ray examinations of the lead did not find any damage consistent with clavicle crush. The cause of sensing noise was due to the exposure of the outer coil in the abrasion region consistent with friction to device can.